Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the stent dislodgment could not be determined. It may be possible that the stent dislodged due to anatomical conditions; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the stent of a 9.00 x 59 mm omnilink elite stent delivery system (sds) dislodged off the balloon during use; however, remained on the sds. There was no reported resistance noted prior to the dislodgement. The stent was removed with the sds and a new unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported that the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the stent of a 9.00 x 59 mm omnilink elite stent delivery system (sds) dislodged off the balloon during use; however, remained on the sds. There was no reported resistance noted prior to the dislodgement. The stent was removed with the sds and a new unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.